Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported that the battery is causing the patient pain. It sounded like patient hasn't been using the implantable neurostimulator or system for awhile but date(s) are unknown at this time. Per further discussion and caller's access to pt's x-ray/CT scans, technical services was able to provide to caller that the implantable neurostimulator is part of the restore family of devices as caller was able to see nkd for the radiopaque identifier. Leads appear to be percutaneous or 2x8 paddle lead but true confirmation could not be verified. The patient is planning on having the entire system removed.